Event description:
On (B)(6) 2012, I had the essure sterilization procedure performed as an outpatient. I was advised by my gyn doctor that this was one of the best permanent birth control options. Prior to having the procedure performed, I expressed my concern about having a nickel allergy. In the past, I have had an allergic reaction to costume jewelry and I was concerned since the essure titanium coil inserts contain nickel. A nurse at my doctor's office informed me there was a small amount of nickel in the essure coils and the FDA no longer considered a nickel allergy to be a contraindication for the essure procedure. Four months after the procedure ((B)(6) 2012), I noticed a rash on my arm and chest. I went to a dermatologist who diagnosed me as having eczema. In the following weeks, the rash changed in appearance, became itchy, and spread to other parts of my body. I also noticed painful areas in my mouth and a white coating on my tongue. My symptoms did not appear to be eczema related. I returned to the dermatologist who diagnosed me with lichen planus, a rare skin condition thought to be an autoimmune response to an allergen. Doing my research, I read that oral lichen planus is thought to be caused by a reaction to dental metal (such as a tooth filling). It is then that I thought that I may have had a systemic allergic reaction to the nickel in the essure implants. Lichen planus has affected my mouth, genitals, and I have unsightly rashes everywhere on my body from my neck down to my feet. Does not apply. An essure confirmation test was performed in (B)(6) 2012. Contrast media dye was injected into my fallopian tubes to ensure that the coils were in place and that my fallopian tubes were blocked.